Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1907238. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-25. Medical device lot #: 1907262. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-29. Medical device lot #: 1909228. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "after placing the spike and aspirating into a syringe, a cloudy, homogeneous solution is created. Place: ICU, ah. If the solution is drawn in another syringe, the cloudy solution will not occur. This makes it unlikely that the influenza fluid is the cause. Remains: spike or spuit scenario 1: spray is the cause. Scenario 2: spike is the cause; by rinsing the spike (and filter) the phenomenon does not occur the second time."

Manufacturer narrative:
H.6. Investigation: one photo and one used sample were returned to our quality team for evaluation. Upon visual inspection, it was verified the syringe contains a cloudy liquid. The solution was removed and the device further inspected, no alteration was identified in any of the syringe components. A device history review was performed for reported lots 1907238, 1907262, 1909228 , no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Six retained samples of each reported lot were used for additional evaluation. The product was inspected, no issues or foreign material was identified. Each syringe was filled with sodium chloride, in all cases the solution remains transparent inside the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No recent changes have been made related to the design or the raw material used for this product. Based on our quality team's investigation, we cannot identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that foreign matter occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "after placing the spike and aspirating into a syringe, a cloudy, homogeneous solution is created. Place: ICU, ah. If the solution is drawn in another syringe, the cloudy solution will not occur. This makes it unlikely that the influenza fluid is the cause. Remains: spike or spuit. Scenario 1: spray is the cause. Scenario 2: spike is the cause; by rinsing the spike (and filter) the phenomenon does not occur the second time."